Manufacturer narrative:
The device was returned to a zoll medical approved service provider for evaluation; the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and analyze testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.